Manufacturer narrative:
Because a serious injury resulted, this complaint is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
It was reported that a dental implant placement surgery was performed using a simplant guide. After surgery it appeared that the nerve was damaged as the patient experienced paresthesia of the left lower lip. Post-op cbct data shows that implant #21 was positioned in the mental foramen. The patient noted lingering numbness four days later. The implant was removed one week post op and replaced by another one. Patient´s condition is improving but as of this MDR evaluation it is not sure whether the damage is completely reversible.